Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported by the patient that the implantable cardiac monitor may have stopped recording data after a recent MRI. The caller was referred to the clinic for adjustment of the clock of the implanted device. Communication attempts were made with the clinic for additional information but were unsuccessful. According to manufacturer records the device remains in use. No patient complications have been reported as a result of this event.